Event description:
Related manufacturer reference numbers: 2017865-2022-15478. It was reported that the patient presented in clinic for right ventricular (rv) lead revision. Upon interrogation, it was found that the rv lead exhibited pacing inhibition due to noise over-sensing. It was stated that the patient had experienced dizziness. The rv lead was capped and replaced on (B)(6) 2022. It was also reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient condition was stable.